Event description:
It was reported the patient had a fracture around the omniflex ha stem. The surgeon pulled the stem out and put in restoration mod and replaced the liner.

Manufacturer narrative:
An evaluation of the devices cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.